Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the right ventricular (rv) lead exhibited crosstalk and high sensing integrity counter (sic) values. It was observed by x-ray that the rv lead was looped around and touching the ra lead. The rv lead was reprogrammed and remains in use. The ra lead remains in use. No patient complications have been reported as a result of this event.